Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose. Customer's blood glucose level was 600 mg/dl. Customer was hospitalized due to high blood glucose levels. Customer received a new replacement insulin pump and their blood glucose continued to fluctuate. Customer was advised they can perform a manual bolus but the carbs would not be calculated for them. Customer was advised to follow up with their healthcare provider in order to change their bolus wizard settings.